Event description:
It was reported that while the dr was performing a central stenosis angioplasty in the right subclavian vein, the pta balloon became caught on a graft and tore. It had been the last inflation, and the physician could not fully deflate. He had a difficult time trying to remove the balloon through the 8fr sheath. He used a 0.035 guidewire. The dr was unable to get the entire balloon, and insertion system out of the anatomy. The pt was sent to the or for removal and the balloon pieces were removed. The surgical removal was successful.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample has not been returned for eval. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) indicates the following precaution: perform the balloon dilatation procedures only under fluoroscopic observation. Do not advance or withdraw the catheter or guidewire against any significant resistance. The current IFU (instructions for use) indicates the following for catheter withdrawal: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. The current IFU (instructions for use) indicates the following warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The balloon rewrap tool may be used to refold the balloon prior to reinsertion into the vessel.